Manufacturer narrative:
No product was returned for investigation. The cause of the event could not be determined. A routine retention testing process has been implemented. Valid retention results are available for all lots in the event a strip lot is alleged in a complaint. All retention data is reviewed on a monthly basis once testing is complete. If a failing result is observed during testing, appropriate actions will be taken.

Event description:
The customer received a questionable high result from coaguchek xs meter serial number (B)(4) for one patient. The result from the meter was "7. Something" inr. The patient was immediately drawn and tested in a laboratory using stago reagent with a result of "3. Something " inr. There was no allegation of an adverse event. There were no known dose changes, diet changes, medication changes, new illnesses, bleeding, or bruising. The suspect product was requested to be returned for investigation. Replacement product was sent.